Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rexa1691 showed no other similar product complaint(s) from this lot number.

Event description:
During placement, unable to advance wire. Pulled back and felt resistance. Pulled wire and introducer out together and notice the magnet end of the wire was extended about an inch. Wire had broken inside of PICC. Stayed in PICC did not break in patient.